Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer in united states on 23-jul-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for sterilization (lot number b94872). Consumer reported she experienced bleeding from (B)(6) 2014 to (B)(6) 2015. She went to hospital in total of 3 or 4 times because of pain and discomfort. She did an ultrasound but the results were not mentioned. She was referred to gym. Consumer reported that she wanted to have essure removed due to pain and discomfort. She could not walk or work and her doctor said to her about hysterectomy. She stated that she was waiting on disability for essure removal and has been continuing with the devices. No additional information was provided. After internal review regarding information of 23-jul-2015 the following was added: consumer reported two months after essure, she started having pain and discomfort. Her physician said it was part of procedure, to let it run its course. Follow up information received on 28-jul-2015: she also reported her physician only does hysterectomy. There is another doctor, and may be able to just make a little incision on the fallopian tube. Follow up 05-aug-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar types of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented bleeding, pain and discomfort. These events, seen as genital bleeding, pelvic pain and discomfort respectively, are serious due medical importance and hospitalization and listed in the reference safety information for essure. Pelvic pain, genital bleeding and discomfort may occur during essure use. In this case, the patient was presenting bleeding since the insertion procedure and it lasted for 10 months. In addition, she informed that went to hospital in total of 3 or 4 times due to pain and discomfort. Considering the available information and nature of events, causality with essure use cannot be excluded and since hospitalization was informed, this case is regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow up information received on 22-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented bleeding, pain and discomfort. These events, seen as genital bleeding, pelvic pain and discomfort respectively, are serious due medical importance and hospitalization and listed in the reference safety information for essure. Pelvic pain, genital bleeding and discomfort may occur during essure use. In this case, the patient was presenting bleeding since the insertion procedure and it lasted for 10 months. In addition, she informed that went to hospital in total of 3 or 4 times due to pain and discomfort. Considering the available information and nature of events, causality with essure use cannot be excluded and since hospitalization was informed, this case is regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.